Manufacturer narrative:
Concomitant medical products: product ID: 8700, serial# (B)(4), implanted: (B)(6) 1990, product type: catheter. (B)(4).

Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) male patient receiving intrathecal infumorph 10mg/ml at 2.839mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain. The concomitant medications and patient history were not reported. It was reported on (B)(6) 2015, the pump was interrogated and showed a motor stall and stopped pump may exceed tube set message. The patient did not recently have an MRI. The pump was refilled, and the hcp got what was expected from the reservoir. No symptoms were reported. The intervention and outcome remained unknown at the time of this event; if additional information is received this report will be updated.